Event description:
It was reported that patient had a return of pain. It was reported lead migrated. Unknown if resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.